Event description:
It was reported that a user of the ilet bionic pancreas experienced elevated blood glucose readings of 218 mg/dl and 208 mg/dl after a dinner announced as ¿less than,¿ followed by a sugar-free apple pie snack containing 36 grams of carbohydrates; the user received education that snacks over 15 grams of carbohydrates that are approximately 50% lower than a usual meal may be announced as ¿less usual,¿ and if comparable to a meal should be announced as ¿usual.¿ symptoms included hyperglycemia. Outcomes included no hospitalization, no emergency treatment, and no alerts or alarms. Investigation included customer interview and troubleshooting with use education. Investigation of this case revealed no device malfunction or alarm conditions and suggested probable user announcement inconsistency relative to carbohydrate content as the precipitating factor. It was concluded, based on established findings for similar reports, that the cause was indeterminate but consistent with use-related factors rather than a device issue. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.